Manufacturer narrative:
The device was returned, and the evaluation found foreign material. Based on the results of the investigation, olympus confirmed foreign material on the bending section cover, but the type of the material or a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the visera rhino-laryngo videoscope had foreign material in the bending section cover (a-rubber). There were no reports of patient involvement.